Event description:
A malfunction on pump was reported, identified with malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump on their own and the pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.